Event description:
Patient stated that the buttons for the up, down and ok buttons are sticking and are hard to press. He states that he has pressed the ok button and then hears it pop back out. He states no problem with keypad cover, no tears. He states that the contrast button and audio bolus button are not affected by this issue. Patient states that this has been an issue for the past 6 months and was gradual but in the past 20 days, the issue has gotten worse. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete, a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/22/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on inspection, the keypad is fully intact without. The up arrow, down arrow and ok keypad buttons are intermittently responsive and require excessive force to evoke a response when pressed. The contrast keypad button is normally responsive and has normal spring back or click. The up arrow, down arrow and contrast keypad buttons all have intermittent spring back or click. The keypad was removed for investigation and revealed visible contamination under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.